Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the device was interrogated, an error message was displayed stating that the device was unable to calculate battery measurements. The device was explanted and replaced. After the replacement procedure, the device was again interrogated and telemetry was unable to be established. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis was inconclusive. There was no telemetry when the device was returned however the telemetry errors were confirmed and due to eeprom memory corruption; the source of the corruption could not be identified. The no output condition found during testing was the result of a depleted power source.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.